Event description:
It was reported "PICC inserted in ICU on (B)(6) 2025 for IV antibiotics. Blocked on (B)(6) 2025. " additionally, "the site as a whole has noticed an increase in blocked piccs over the last few months." Additional information was requested from the customer; however, further details could not be provided at this time. Associated MDR numbers include: 9680794-2025-00690.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "PICC inserted in ICU on (B)(6) 2025 for IV antibiotics. Blocked on (B)(6) 2025. " additionally, "the site as a whole has noticed an increase in blocked piccs over the last few months." Additional information was requested from the customer; however, further details could not be provided at this time. Associated MDR numbers include: 9680794-2025-00691 and 9680794-2025-00690.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.